Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had contact mark. The proximal side of the tissue pad was severely worn. The grasping section was partially missing at the proximal end. The manufacturing history was reviewed, with no irregularities noted. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section, consequently the proximal side of the tissue pad and the grasping section was dameged. The instruction manual of the device has already warned as follows; *do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
During a procedure of lower digestive tract, the subject device was used. The tissue pad of the device was damaged. The intended procedure was completed with another device. There was no patient injury reported. As a result of evaluation of olympus medical systems corp. (Omsc) on january 6, 2018, omsc found that the tissue pad was severely worn and the grasping section was partially missing. It was not reported that any fragments fell off into the patient. This is the report regarding the severely worn tissue pad and the missing of the grasping section.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".